Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.. The reported problem (pulse test failure) was confirmed. As received, the monitor displayed service code 102 and failed pulse testing. Upon evaluation, the solder pads at the c19 high voltage capacitor were lifted from the defibrillator board. The cause of the pulse test failure is the lifted solder pads. The root cause of the lifted solder pads is mechanical shock from physical impact. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.